Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted.

Event description:
It was reported during testing that the device was ripping and tearing skin. No adverse events were reported as a result of this malfunction.

Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4 - UDI# - (B)(4). Product review of the device by zimmer biomet dover on 29 april 2020 revealed the cutter was dull. Repair of the device was performed by zimmer biomet dover on 30 april 2020 which included replacement of the cutter and roller. The device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.